Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damage case) has been confirmed. Upon investigation the monitor was displaying service codes and failed incoming functional testing. As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.